Event description:
In 2006, nellcor puritan bennett received a report of a tube/hub seperation on the device. The caller reported that the pt was having a choking episode. The caller reported that there was an attempt to suction but could not pass the suction catheter down the tube. The caller reported that the pt administered with oxygen but then elected to change out the tube. The caller reported that replacement of the tube was successful. The caller rpeorted that visual inspection of the removed tube revealed that the tube broke away from the flange. The caller reported that the tube was "hanging by the thread."